Event description:
The customer reported that during surgery, while inserting screw ref. 234-010-161 (7x23mm), lot 0412ph303, the screw broke when the surgeon was screwing it in. No consequences for patient. Surgery delay of approx. 30 min.

Manufacturer narrative:
Suspected root causes: based on the info received, possible suspected root cause are: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.